Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after date complaint was reported. Most recent technical site visit confirmed device met specifications as per service installation record. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a thick flap in the unknown eye of the patient with actual thickness (over ten micrometers thick to hundred micrometers) was more than the target thickness after lasik surgery. There are multiple related reports for this event. This report addresses the patient ly, unk eye and other manufacturer reports will be filed.